Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to possible myopotential oversensing issue was observed on the device. It was recommended to perform isometric testing and to make programming changes. Programming changes were to be made the following week. Patient was stable. No further information available.